Manufacturer narrative:
This report is submitted on 07 november 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was re-implanted with a new device on (B)(6) 2019.